Manufacturer narrative:
Analysis of the pump found that missing teeth on gear wheel three was found to be the problem. Pump motor gear train corrosion and-or wear and-or lubrication was noted.

Event description:
It was reported that the patient's pump had a motor stall with no recovery in the event logs. The pump began alarming the day prior to report. About three hours after the alarm was first heard, the patient began experiencing underdose symptoms. The drugs used in this system were clonidine and dilaudid. A week later, it was reported that the pump had been interrogated and updated to see if the stall would recover, but it did not. The specific underdose symptom the patient was reported to have had was increased, severe pain. It was noted that the pump was replaced on (B)(6). Three days after that, it was reported that there was no patient injury and he recovered without sequela.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.